Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing shakiness, dizziness, and was diaphoretic. The patient¿s cgm was reading low mg/dl. No bg meter reading was done for comparison at this time. The patient self-treated the low mg/dl cgm reading with nasal glucagon spray. At an unspecified time after treatment, the patient confirmed her bg meter reading was 119 mg/dl. Therefore, the patient stated she treated a falsely low cgm reading. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.